Manufacturer narrative:
The tech found the release arm was bent and the spring missing. He replaced the siderail arm assembly to repair the bed.

Event description:
Info received indicates the right head siderail will not lock in the raised position.